Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr, because the product is unknown at this time.a follow-up report will be filed should any supplemental information become available.

Manufacturer narrative:
(B)(4). This complaint for check patient line alarm was not confirmed. Patient observed air in the patient line, the cause of the air is unknown; therefore, air in patient line was not confirmed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
During troubleshooting of a check patient line alarm that appeared on the homechoice (hc) display during initial drain, the home patient (hp) revealed that there was a large air pocket in the patient line. The hp requested assistance to get rid of it. The technical service representative (tsr) advised the hp on the need to end the therapy and to start over with new supplies. The hp understood and was able to end the therapy. There was patient involvement, but there was no patient injury or medical intervention indicated at the time of the initial report.